Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).

Event description:
The following was reported to hamilton medical ag: a hamilton-c1 ventilator gave the staff various errors. On (B)(6) 2023, the unit gave staff ¿disconnection on ventilator side¿ and ¿oxygen supply failed¿ errors. Patient was involved but no health consequences or impact, nor necessary intervention reported. The case has not been reviewed yet by hamilton medical ag, therefore the failure description could not be confirmed yet.

Manufacturer narrative:
Investigation outcome: the device displayed numerous error messages. The most common problems were "disconnection on the ventilator side", "oxygen supply failed" and problems with the external flow sensor. The device was also switched off and on again several times, and the flow sensor was calibrated. On the morning of (B)(6) the device reported numerous disconnections, low oxygen levels and failures of the external flow sensor. Due to the sensor failure, it automatically switched to pcv+ ventilation mode. On the evening of (B)(6) the flow sensor calibration initially failed, but was successful after a second attempt. Nevertheless, the message "oxygen supply failed" reappeared later. It is unclear why the pressure sensor assembly was replaced, as the pressure sensor assembly has nothing to do with the oxygen supply failure, and the device continued to indicate problems with the oxygen supply. There may be two problems. Firstly, a faulty pressure sensor could indicate interruptions and sensor failure due to a faulty pressure sensor assembly. Secondly, the oxygen supply problem could be due to one or more of the following reasons: the hospital gas supply is not working properly, a faulty proportional valve, a faulty oxygen flow sensor or a faulty driver board, but this is rare. Hamilton medical ag has requested further information. However, no further information was received. This case is considered as closed. If further information is received that changes this assessment, a follow-up report will be submitted.